Event description:
A (B)(6) male patient contacted zoll customer support to report that the charger would not power on. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon evaluation, the charger/modem was resetting. The cause of the rests on was a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). The flash memory had an intermittent bga connection, which was discovered through the use of flash memory test. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. Exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from sever impact can cause fractured solder connections. A mechanical design change to reduce the pca strain (p010030-s041) was approved by FDA on 4/16/2013. Implementation began on 05/09/2013. Results will be monitored. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.